Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections were updated: b4, b5, d1, d2, d4, d9, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the width plate screws were missing, and the power switch lever was stuck. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: netherlands.

Event description:
It was reported that during preventive maintenance, the device was found in need of repair as it had a switch lever stuck, and a missing screw. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.